Manufacturer narrative:
(B)(4). The customer reported that the device displayed an error message. There was no reported pt involvement. New info became available on (B)(6), 2011 that makes this complaint reportable. The third party repair service provided details on the eval of the device, explaining that the device failed the therapy switch test twice. Multiple parts were replaced to resolve the problem. The device passed all performance tests and was returned to use. We will consider this to be a malfunction of either the processor pca, therapy pca or optical switch. Since all assemblies were replaced, we were unable to determine which part caused the failure. The optical switch was scrapped and unavailable for eval.

Event description:
The customer reported that the device displayed an error message. There was no reported pt involvement.